Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed a "defib cable ID error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The device was tested extensively and the customer report could not be duplicated. The data file was reviewed as part of the investigation and we could not find evidence to support the customer report. The multifunction cable gasket was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.